Event description:
The manufacturer received information alleging the active exhalation (aecm) verification test had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer with this issue. The customer informed that they were not able to use the device since it had failed the aecm test. The customer informed the philips rse that they would like to request information for the service kit and tool for further troubleshooting. The philips rse provided the customer with information for the service kit. The customer informed the philips rse that they will take on the responsibility to correct/repair the device. No repair was performed by philips.